Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02306. It was reported the patient underwent surgical intervention due to loss of pain relief from the scs system. Follow-up identified the issue was caused by impedance issues because of a disconnection between the scs ipg and lead extension. During the procedure the physician disconnected and reconnected the extension back into the ipg and the issue was resolved.